Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in japan as follows: the primary surgery with afn was performed on (B)(6) 2019. On (B)(6) 2023, the patient underwent a removal surgery with the extraction screw for x-legs correction. Extraction surgery was performed as bone fusion was achieved. The nail could not be removed, and it remained in the body. Osteotomy could not be performed. The nail and the screw did not engage and could not be attached. The surgeon removed locking screws, and then the surgeon tried to remove by hooking the hooked device on the nail. However, the nail could not be removed. The patient outcome was (B)(6) 2023. The surgeon tried to remove the nail by hooking it on the nail using exp9, but the nail did not come off. The surgeon also tried to connect the nail to uni2 but was unable to connect. As a result, the operation was finished without removing the nail. This report involves one expert a2fn nail ø11 r cann l340 tan lig. This is report 2 of 2 for (B)(4).